Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling off the tissue and scissoring. One of the scissored clips cut the vessel. It is unknown what occurred after the clip cut the vessel or how the clips were retrieved. Unknown how the case was completed. There was no patient consequence. The device was discarded. No further information at this time.